Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was unable to produce x rays. The review of system log files showed ippc communication failure. Philips engineer informed the customer that ippc was required to be replaced. However, the customer refused to take service, considering that the system still was able to produce x rays. Therefore, no service action was performed by the philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform exposure. No harm was reported to philips. Philips has started an investigation of this complaint.